Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2013, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection extending from zones 3 to 15. Two conformable gore® tag® thoracic endoprostheses (tgu343410 and tgu404010) were implanted within zone 3 and extending distally into zone 5, the primary entry tear in zone 3 was reported to have been covered. The tevar indication was for rapid expansion. The pretreatment status of the patient¿s branch arteries: celiac artery (ca), superior mesenteric artery (sma), left renal artery (lra), left common carotid artery (lcca) were reported to be patent via the true lumen. The pretreatment status of the patient¿s right renal artery (rra) and right common carotid artery (rcca) were reported to be patent via both the true and false lumen. Post treatment, they were all reported to be patent. No debranching, transfusion or complications were reported for the patient. The patient tolerated the procedure and was discharged to home on post operative day (pod) 3. The patient underwent follow up visits on unknown post operative day(s) pod(s): 3, 17, 395, 773, 1025 and 1396. On an unknown follow up date, approximately pod 17, the patient underwent reintervention and a left subclavian artery - carotid artery transposition was performed. Two additional conformable gore® tag® thoracic endoprostheses (tgu343410 and tgu404015) were implanted in zone 2, intentionally covering the lsa and extending down to zone 4. On an unknown date(s), approximately pod¿s 17, 395 and 1025 false lumen perfusion distal to the endovascular stent graft was reported for the patient. On an unknown date, approximately pod 17, the patient¿s aortic diameter within the treated area was reported to measure 52.2mm. On an unknown date, approximately pod 395, the patient¿s aortic diameter within the treated area was reported to measure 52mm. On an unknown date, approximately pod¿s 773, 1025 and 1396, the patient¿s aortic diameter within the treated area was reported to measure 43mm. There were no reported complications or additional procedures reported for the patient.